Event description:
An ipp device was implanted on 4/28/86. The cylinders were revised on 7/16/91 and 3/24/92. The pump and cylinders were revised on 5/15/96. The reservoir was removed from the pt and replaced on 5/21/97 due to fluid loss-reservoir.